Event description:
Customer reported the pump segment split below the upper fitment during an infusion resulting in a leak. Customer stated the event was a couple of months ago and that she did not have any add'l event info. No product return expected. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of set leak from split in pump segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unk model and unk lot number due to no info being provided by customer.